Manufacturer narrative:
B5: additional information received by smiths on (B)(6)2021 via email: failure found during routine preventative maintenance testing, no patient was involved. H6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was not duplicated. Error was found in ehl (event history log) multiple times. Replaced dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited bad cassette sensor. No adverse effects reported.